Manufacturer narrative:
Product event summary: data files and device were returned and analyzed. Data files confirmed a system notice indicating that the safety system detected a compromised outer vacuum (50032) on the date of the case. Visual inspection of the catheter showed that the inner balloon had ruptured. Smart chip verification indicated the catheter was used for six injections. The catheter failed a performance test due to a system notice indicating that the safety system detected a compromised outer vacuum (50032). Also, a dissection revealed an inner balloon rupture. The case was aborted as a result of the notice and no troubleshooting was performed. The product issue reported a system notice indicating that the safety system detected a compromised outer vacuum (50032) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of an alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. No consumables were replaced and the case was aborted while the patient was under general anesthesia. In addition, the physician felt that the balloon increased in size prior to the notice being received. The balloon was retracted without difficultly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.